Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient representative (rep) reported the handset was not always advancing time. The patient rep stated if the patient takes a bolus, the handset would count down to a certain degree and then it stops. The patient rep stated they had to go back in and shut the whole thing down to bring up the right time. The patient rep stated the retrieving pump settings screen would lag on 66% and 91%. The issue had been going on for quite some time. Agent reviewed considerations and assisted the caller with clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.